Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the af procedure, it was noted there was no contact force and an error message stating that the catheter was a single use device appeared. The catheter was exchanged and the same issue was noted. The catheter was exchanged again and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.